Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right atrial lead exhibited low pacing impedance and over-sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received noted that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited low pacing impedance and over-sensing. The lead was capped and replaced on 11 jan 2021. The patient was stable.